Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Based on the information available, there is no indication that the device failed to meet its specifications. A device deficiency was not reported and no sample or image was provided. According to an updated event report received, there is no relation of the subject device between the procedure performed and the event reported. For this reason, no further investigation, no root cause evaluation and no labeling review was being performed. Updated data. According to new information received, the event is no longer MDR reportable; no device deficiency was reported and there is no relation between the device and the procedure performed. Updated 'event description' due to receipt of additional information. Updated 'patient code + description2' and 'patient code + description3' and 'device code + description' due to new information received. Updated 'eval code & desc - conclusion1' due to completion of evaluation.

Event description:
It was reported that the vascular stent was placed on (B)(6) 2015 for treatment of a stenosis in the mid 1/3 of the sfa. Ten months post stent implantation, the patient was diagnosed with severe peripheral artery disease. On (B)(6) 2016, a transmetatarsal amputation was performed. Reportedly, the patient recovered with sequelae. An updated event report received at a later point in time indicated that the reported event was not related to the device or the procedure performed. There was no reported device deficiency.

Event description:
It was reported that the vascular stent was placed on (B)(6) 2015 for treatment of a stenosis in the mid 1/3 of the sfa. 10 months post stent implantation, the patient was diagnosed with severe peripheral artery disease. On (B)(6) 2016, a transmetatarsal amputation was performed. Reportedly, the patient recovered with sequelae. New information: it was reported through the results of a clinical trial that approximately twelve months post stent placement in the superficial femoral artery, routine duplex ultrasound demonstrated in-stent restenosis. Approximately sixteen months post stent placement, the subject underwent a revascularization procedure which included angioplasty and placement of an additional stent. The subject was discharged the following day. Routine duple ultrasound also demonstrated in-stent stenosis during the subject's thirty-six month follow up. There was no reported intervention performed. The patient completed the study; therefore, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been reported for this lot number previously. Investigation summary: the physical sample was not available but images have been provided for evaluation. The ultrasound images documented the flow condition inside the vessel; velocity changes confirmed re occlusion. However, x-ray images demonstrating the strut structure have not been provided so that a stent strut evaluation was not possible. A product deficiency, and a device relation of the re-occlusion could not be identified. The investigation will be closed with inconclusive result. Potential factors that could have led or contributed to the event reported have been evaluated. In this case pre dilation as well as post dilation was performed. There was no malfunction or failure during the procedure, and the stent was successfully deployed at the target site. Based on the investigation performed and the information available a definite root cause could not be identified. Labeling review: the current IFU (instructions for use) states: in reviewing the labeling supplied with this product, the potential issue was found addressed. The IFU mentions 'restenosis' as a potential adverse event that may occur. In regards to pta the IFU states: 'predilation of the lesion should be performed using standard techniques.', and 'post stent expansion with a pta catheter is recommended.' The deployment procedure including holding the delivery system was found precisely described in the IFU. Code (patient: 2263).

Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that the vascular stent was placed on (B)(6) 2015 for treatment of a stenosis in the mid 1/3 of the sfa. Ten months post stent implantation, the patient was diagnosed with severe peripheral artery disease. On (B)(6) 2016, a transmetatarsal amputation was performed. Reportedly, the patient recovered with sequelae.